Event description:
It was reported that the patients' implantable pulse generator (ipg) of the spinal cord stimulator (scs) system turns off an on randomly. It was attempted to reboot the ipg with a magnet and to relink it to the remote control, but that did not resolve the issue. The patient underwent a procedure in which the ipg was replaced, and is doing well post operatively.

Manufacturer narrative:
Block b3: approximated based on the date the patient provided. Block d6: approximated based on the date provided to the manufacturer. The device was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. A labeling review was performed on the devices' instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states that system failure, which can occur at any time due to random failures of the components or the battery, include events such as, device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are a known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Based on all available information, engineers are not able to confirm the root cause of the event. The device was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint as known inherent risk of device.

Event description:
It was reported that the patients' implantable pulse generator (ipg) of the spinal cord stimulator (scs) system turns off and on randomly. It was attempted to reboot the ipg with a magnet and to relink it to the remote control, but that did not resolve the issue. The patient underwent a procedure in which the ipg was replaced, and is doing well post operatively.it was additionally reported that the patient experienced a loss of stimulation.

Manufacturer narrative:
Block b3: approximated based on the date the patient provided. Block d6: approximated based on the date provided to the manufacturer.

Event description:
It was reported that the patients' implantable pulse generator (ipg) of the spinal cord stimulator (scs) system turns off an on randomly. It was attempted to reboot the ipg with a magnet and to relink it to the remote control, but that did not resolve the issue. The patient underwent a procedure in which the ipg was replaced, and is doing well post operatively. It was additionally reported that the patient experienced a loss of stimulation.